Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, pn unknown, ln unknown. Unknown liner, pn unknown, ln unknown. Unknown shell, pn unknown, ln unknown. Multiple MDR reports were filed for this event; please see associated reports 0001822565-2019-02452, 0001822565-2019-02455, 0001822565-2019-02454. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a total hip arthroplasty on unknown date. Patient experiences unknown medical issues with the implant. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.